Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The patient's left ventricular (lv) lead was failure to capture. The patient was asymptomatic. On (B)(6) 2021, the lv lead was reprogrammed off. The patient was stable throughout.